Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 5f sheath after an interventional percutaneous transluminal angioplasty procedure. Reportedly, resistance was felt during advancement of the starclose se thumb advancer. When the starclose se clip was deployed the patient complained of pain. When the starclose se device was removed from the patient anatomy, the distal sheath was observed to be destroyed [torn] and the starclose se clip was removed with the device. The starclose se clip did not achieve hemostasis. Manual arterial compression was used to achieve hemostasis. An ultrasound showed a hematoma around the access site. Longer than usual manual compression was applied to treat the hematoma. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was not returned for analysis. The reported difficulty deploying the thumb advancer and failure to achieve hemostasis could not be replicated in a testing environment as they occurred due to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported sheath not splitting properly appears to be related to device angle changed prior to thumb advancer stroke completion and failure to achieve hemostasis appears to be related to inadequate tissue capture. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.